Event description:
The surgeon inserted a cc4204bf collamer plate lens in 2005. The lens was removed the following day due to the wrong lens having been implanted, the wrong diopter lens was chosen for surgery. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the wound. This is one of the three lenses the surgeon attempted to insert into this patient - see mfg report #2023826-2006-00110 and 2023826-2006-00112.